Event description:
Boston scientific received info that the pt is being treated with antibiotics intravenously due to an infection. It was also noted that the right atrial lead exhibited loss of capture for an unk reason. The boston scientific sales rep (sr) stated that the system has not been removed to date, however the pt will have a f/u visit to determine when or if the system will be removed. There were no additional adverse effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.